Manufacturer narrative:
Investigation summary: qc is run once per day, and was within specifications. The specimen was collected in a "gold top" tube, and no sample issues were noted. Following the event, the customer ran a precision run for phos which failed. 4. The customer performed phos cup maintenance and changed the lamp, but that did not resolve the precision issue. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced a stirrer motor and the instrument is now performing acceptably. A stirrer motor, replaced by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously low phosphorus (phos) result that was generated by the synchron lx20pro instrument. A pt sample was tested for phos and a "suppressed-oir low" result was reported as <0.5 mg/dl. The result was reported out of the lab. The pt original sample was re-tested for phos and the repeated result was 9.1 mg/dl. In addition, the pt's original sample was tested on a different instrument in the customer's lab for phos and a result of 9.2 m/dl was obtained. The attending physician questioned the erroneous phos result, and there was no affect to pt treatment.